Event description:
Received report that the tip of the epidural catheter "sheared off inside of a patient". Multiple unsuccessful attempts have been made to obtain further information from the customer. If any further information is obtained, it will be submitted in a follow-up medwatch report. It is unknown whether there was adverse effect to the patient.